Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that sub drawer 1 cubie pockets in main drawer 4 were not detected on the bus. A field service engineer (fse) removed the drawer from the cabinet and found that the row board cable was not fully seated on the drawer controller. The fse reseated the cable, and the drawer was reinstalled into the chassis to resolve the issue. The fse then tested the drawer using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer failed to open, and the cubies appeared as devices not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.